Event description:
It was reported that during an orbital atherectomy (oa) procedure, the csi orbital atherectomy device (oad) got stuck in the iliac bifurcation. The target lesion was moderately calcified, 80% stenotic and 2cm in length. It was located in the popliteal artery which had a reference vessel diameter of 4.5cm. The physician used a 6fr/70cm cook ansel introducer sheath, 0.035¿ glidewire and a 125cm cook mpa catheter from a contralateral approach to access the lesion. The physician completed one run at low speed and one run at medium speed (20 seconds each run) using a csi 2.0 oad. As the physician attempted to remove the oad from the patient, the crown got stuck in the iliac bifurcation. An attempt to remove the oad and guide wire together was unsuccessful. He decided to cut the driveshaft in a further attempt to remove the oad. The physician continued to pull and was able to remove the guide wire and oad; however, the introducer sheath broke and remained in the patient. The patient was then transferred to the mount sinai medical center operating room for surgical removal of the introducer sheath. The introducer sheath was successfully removed via a small cut down incision at the groin puncture site and was discharged home the following day.

Manufacturer narrative:
Device analysis: the oad was returned with the original guide wire not engaged in the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft revealed metal ribbon material wrapped around the detached distal section of the destructively cut driveshaft. The driveshaft had been cut 14.7cm proximal to the distal tip bushing. Further examination of the driveshaft section revealed adhered foreign plastic material. The material was removed from the driveshaft section and visually examined microscopically. The material exhibited discoloration from what appeared to be impression marks from the noted metal ribbon material. The metal ribbon and plastic material appear to be from an introducer sheath. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the crown or the driveshaft. The driveshaft crown section was sent for scanning electron microscope (sem) analysis. Continued examination of the handle assembly and driveshaft revealed that the proximal portion of the driveshaft had been destructively cut and the driveshaft filars were stretched. The damage appeared to be the result of the noted removal difficulties experienced during the procedure. The control knob was loose and traveled smoothly. After destructively removing the damaged driveshaft section an in-house 0.014" test guide wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. The outside diameter of the crown and location of the crown on the driveshaft were measured and met the drawing specifications. The initial visual and tactile examination of the guide wire revealed adhered foreign plastic material located at the proximal solder bond. The material was removed and the guide wire section was examined. Examination revealed surface wear and damage to the proximal solder bond. The surface damage appears to be the result of the driveshaft having been spun close to the guide wire spring tip. The guide wire spring tip section was also sent for sem analysis. Oad analysis identified significant driveshaft damage as a result of the noted removal difficulties experienced during the procedure. Analysis also revealed a metal support ribbon and plastic material attached to the distal cut driveshaft section. The damage indicates that the crown had been spun into or through the introducer sheath. The metal ribbon and plastic material is likely from the noted 6fr cook introducer sheath used during the procedure; however, as the original introducer sheath was not returned for analysis this could not be confirmed. The returned guide wire also exhibited attached plastic material as well as surface damage from the spinning driveshaft. There was no noted damage to the crown that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation the reported event was confirmed; however, the exact root cause of the event could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).